Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 345 mg/dl. The customer's mother stated that the customer had strep throat, and her doctor advised that her blood glucose would be expected to be higher. The customer treated with an insulin pen. Advised replacement of the insulin pump. Unable to complete troubleshooting due to the device being returned. Advised the customer to change the entire infusion set, reservoir and insulin, and to revert to their back up plan. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.